Event description:
Piston rod moves backwards during dosage selection, an internal part has come loose [device malfunction], high blood glucose levels [blood glucose increased], the pen does not dose correctly. [Incorrect dose administered by device]. Case description: the incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous report rec'd from (B)(6) and reported by a consumer as "high blood glucose levels" and the pen does not dose correctly. It concerns a (B)(6) male pt, treated with novopen 4 (insulin delivery device) from and to unk dates for "type 1 diabetes mellitus." Pt height: not provided. Medical history includes type I diabetes mellitus. On (B)(6)-2011 the pt experienced high blood glucose levels and found out that the novopen 4 did not dose correctly. The pt injects 50-60 iu/day with insulin, brand of insulin not provided. On (B)(6)-2011 the pt was recovered from both events. The pt is a trained user that performs air shot, reuses the needles and leaves the needle attached between the injections. The pt has not consulted his physician and no medical confirmation or info from physician available. Upon analysis of returned product a fault which may lead to a medical consequence was found. This could have resulted in the pt receiving a too high dose and experiencing a hypoglycaemic event. This case was reclassified to an incident due to this fault. As a result, on (B)(4)-2011, the case was re-classified from non-serious to serious. Analysis result: novopen 4, batch: yug0273.

Manufacturer narrative:
Company comment: upon analysis a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the pen fill is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event is considered minimal. The experienced adverse events are more likely caused by the reuse of needles and not detaching the needle from the pen after injection both factors which could have caused the hyperglycaemic events. Final comment from the MFR: on (B)(4)-2011: during investigation of the device, a fault which could lead to an incident was identified. (B)(4) cases have been reported with adverse events, in connection to a fault similar to that in case (B)(4). It was evaluated that the fault found did not have causal relationship with the adverse events reported in the cases. The reporting rate for the reports, where similar fault as that seen in (B)(4) case (B)(4) has been found, is low. Eval summary: conclusion: the piston rod moves backwards during dosage selection. An internal part has come loose, but due to the pen construction the dose accuracy is not affected. The dose accuracy was measured by weighing and was within acceptable limits.